Manufacturer narrative:
Covidien reference number: (B)(4). Medtronic was not authorized to evaluate/service the device. The reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider found the temperature sensor connection was loose, it was tightened and the problem was solved.

Event description:
It was reported that during patient use a ventilator generated an internal temperature alarm. The device continued ventilating/cycling. The patient was transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.